Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis and underwent transforaminal lumbar interbody fusion. During surgery, the product broke. The product came in contact with the patient. No fragment of the broken implant remained in the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and macroscopic confirmed one of the ends of the crescent implant has broken off. The fracture surface appears to be rigid with visual stress lines throughout the surface. This type of damage is consistent with the material overload of the implant due to excessive force applied during implant impaction. If information is provided in the future, a supplemental report will be issued.